Manufacturer narrative:
During preventive maintenance by a zoll service technician at the customer site, the thermogard ivtm system (B)(4) failed functional testing due to error message mid:26 (low battery). The root cause for the reported issue was due to a low voltage battery. The battery was replaced to remedy the issue. Upon visual inspection, no physical damage was observed on the thermogard ivtm system. Following the repair, the thermogard console passed all the testing with no issue or faults observed. All tests and readings are within the specified limits and functioned as intended. Historical complaints were reviewed for service information related to the reported issue and there was no previous history of complaint reported for the thermogard console with sn (B)(4).

Event description:
During zoll investigation at customer site on (B)(6) 2022, the thermogard ivtm system failed functional testing due to error message mid:26 (low battery). No patient involvement.